Event description:
A momentary power loss to the vibrator motor was reported, indicated by a malfunction alarm. It was reported that the customer experienced a blood glucose (bg) level of >400 mg/dl the customer managed the elevated blood glucose level by administering a correction injection via multiple daily injections. Technical support assisted in resetting the pump and provided instructions for future malfunctions. The customer was able to continue using the pump and agreed to report any recurrent issues.